Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the lot met all release criteria. Visual/microscopic inspection: the device was returned. The sample was clean. Both slides were in their initial positions. There were no visual anomalies noted on the device. A dimensional evaluation was performed. The cannula tang width was measured to be within the acceptable range. The stylet tang width was measured to be within the acceptable range. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to freely move and lock into place. While priming the bottom slide the top slide released, leaving the bottom slide in the primed position and the top slide in the initial position. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. This likely caused the cannula to release without being triggered. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left side bumper was missing, thus preventing the device from being primed, as the cannula tangs could not lock into place when the top slide was moved to the priming position. Additionally, the right side bumper was found bent. The tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for self-activation as the device self-activated during the priming sequence. Additionally, the investigation is confirmed for failure to prime, as the top slide could not lock into place during functional testing. The left side bumper was missing, preventing the top slide from being locked into place. The investigation is inconclusive for failure to fire as the device could not be further function tested due to the priming failure. Per the evaluation results, it was found that the cannula tangs did not engage properly after the device was fully primed. This likely resulted in the reported event. However, the definitive root cause is unknown. Labeling review: the current maxcore disposable core biopsy instruments instructions for use (IFU) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsie - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound guided breast biopsy, the device was allegedly stiff when priming and failed to fire during a dry fire attempt rendering the device unusable. Reportedly, the procedure was performed with another device. There was no patient contact.